Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no patient involvement, as the customer had been using manual injections for insulin therapy prior to the malfunction occurring. Reportedly, the customer would continue to use manual injections for therapy.